Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a colorectal procedure with a use of the device, when energy activation was attempted, the device produced a coagulation tone but did not deliver energy. There was no evidence of energy delivery or seal formation despite end tones being heard, and there was no alert. The device was plugged into a generator with software version 4. The jaws were clean and the issue was present from the start of use, with no seals achieved and no tissue sealed. The tissue intended for sealing was approximately 5mm thick. No bleeding occurred. A new energy hand instrument was opened. There was no patient injury.

Event description:
It was reported that during a procedure using the device, when energy activation was attempted, the device produced a coagulation tone but did not deliver energy, and there was no evidence of energy delivery or seal formation despite end tones being heard. The device was plugged into a generator with software version 4. The jaws were clean and the issue was present from the start of use, with no seals achieved and no tissue sealed. The tissue intended for sealing was approximately 5mm thick. No bleeding occurred. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.